Event description:
It was reported that this right ventricular (rv) lead was explanted approximately five years after implant. It was determined that the helix was not fully deployed leading to high impedance values. Another rv lead was successfully placed. No additional adverse patient effects were reported. Currently, this product has not been received for evaluation.